Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2019-03852; reference MFR. Report#: 1627487-2019-03857. It was reported that the patient's scs system was not providing effective therapy. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Patient weight was incorrect in the initial report. This report contains the corrected data.

Event description:
Device 3 of 3 - reference MFR. Report#: 1627487-2019-03852; reference MFR. Report#: 1627487-2019-03857. Additional information received advised that the patient underwent surgical intervention wherein the scs system was explanted.